Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report clotting in tego connectors during treatment, the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).